Event description:
It was reported that the device was leaking. There is was patient involvement.

Manufacturer narrative:
UDI section of d4 is unknown, no product information has been provided to date. H3 - other: device has not been returned to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
D4 - primary UDI number: corrected. D9: date returned to mfg.: 1/30/2025. H3 and h6. Codes: updated. One device was received for investigation. The reported issue was confirmed during functional testing when the reported issue was duplicated. The issue was traced to the device return tube, which was observed to be cracked. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint. The device return tube was replaced and the device passed all testing. Additionally, the device membrane switch, o-rings and fan guard were replaced as a preventative measure.